Event description:
It was reported that the customer was hospitalized due to ketoacidosis and high blood glucose of 430 mg/dl. It was stated that the customer was experiencing unexplained high glucose for one month. It was stated that the customer was not feeling well and vomiting. Troubleshooting was performed. Reviewed the alarm history and found multiple no delivery and low reservoir alarms. It was stated that the infusion set was changed to resolve the issue. Checked the programming and the mother have cleared out the basal history. Ran a fixed prime and high pressure test and passed. It was stated that the customer has been using the abdomen for a long time, and the area has been checked for scar tissue. It was stated that her doctor changed the basal rates and bolus wizard settings, and it may be incorrect use of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.